Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed left anterior descending artery. The proximal shaft of the 3.0x18 mm xience xpedition stent delivery system (sds) separated when too much friction was felt between the shaft of the sds and the tip of the guiding catheter due to the tortuousity in the groin, the common femoral and the iliac. A new 2.5x12 mm xience xpedition was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.